Manufacturer narrative:
Additional information: h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of failed downstream occlusion test. The device passed the test for downstream occlusion detection. The force sensor was found to be within specification. A review of the event history log revealed multiple events of "downstream occlusion!" However test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.